Manufacturer narrative:
The reported event of failure to capture was confirmed. A complete lead was returned in one piece for analysis. X-ray inspection found the inner coil was overtorqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to the over torqued inner coil at the connector region. The cause of the reported event was due to shorting between conductors cause by overtorquing the inner coil inside the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture. The rv lead was removed and replaced. The patient was in stable condition.